Manufacturer narrative:
(B)(4). The event occurred in:(B)(6).

Event description:
The customer complained of high results for 1 patient tested for elecsys tsh assay (tsh) on a cobas 6000 e 601 module (serial number (B)(4)) and a cobas e 411 immunoassay analyzer (serial number not provided) compared to the siemens immulite, abbott architect, and beckmen coulter methods. The patient¿s elecsys ft4 ii assay (ft4 ii) result is also a reportable malfunction when comparing the cobas e601 result to the beckman coulter method. Please refer to attached data for the patient results. The patient had been undergoing a high dose of euthyrox, 200mg, therapy based on tsh results from a cobas e601. The customer had been undergoing this therapy for a couple of months, specific date not provided. The earliest tsh results supplied by the customer was from (B)(6) 2017. Since (B)(6) 2017, when the customer discovered a discrepancy in tsh results when comparing the cobas e601 results to the results from other laboratories, the patient has been taking a much lower dose of euthyrox. The patient did show some symptoms of hyperthyroidism, such as a faster heartbeat, and had gone to the hospital. The patient¿s current condition was listed as stable. The customer stated that they believe the correct tsh should be between 0.1 miu/l and 0.25 miu/l this medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. The investigation is currently ongoing.

Manufacturer narrative:
The patient sample was submitted for further investigation. The customer¿s ft4 ii and tsh were confirmed during the investigation. Upon further investigation of the sample an interfering factor was detected. This most likely caused the high tsh results. This interference is documented in product labeling for the assay. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Concerning the mathematical differences of the ft4 values, assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used. The incidence rate of the identified interfering factor is monitored on a quarterly basis. Calibration and qc results were reviewed and no abnormalities were observed.